Event description:
Allegations of disfigurement, severe damage to immune system, local and systemic chronic inflammation, injuries to the muscles, joints, connective tissue, skin and other systemic bodily injury and causing painful contractures, necessitating surgical or manual release.